Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the plastic piece that the pc board screws into on the control panel was broken, so the pc board could not be screwed in, and therefore the lights were not visible.